Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was over 400 mg/dl. The customer declined troubleshooting for high blood glucose level. The customer was treated with manual injections and insulin for high blood glucose level. Customer stated that the insulin pump had air bubbles and discoloration issues when stretched. Advised to discontinue use of the insulin pump and revert to backup plan. Customer stated that he had multiple blood glucose such as 368 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No delivery alarm/occlusion - unknown timing not confirmed. Insulin pump received with broken belt clip rails. The information that provided date of incident with the initial report was incorrect. The correct information has been included with this report.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.